Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The download data does not show a struggle during the run, however, it could not be conclusively determined if the kinked cannula was linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15.9 mmol/l (286.2 mg/dl). The pod was worn on the patient's hip/buttocks for longer than 48 hours. As treatment, a new pod was applied and corrections were administered utilizing an insulin pen.